Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient/operator were reported.

Manufacturer narrative:
The problem is traced to a component failure (blast shield). A second blast shield is always provided with the device; the customer was able to complete the surgical procedure after changing it. We are unaware about operator/patient injury.